Manufacturer narrative:
B5: event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2026. It was reported that they had migration, lead moved or wire moved. Patient accidentally pulled down their belt and wires wire sticking out. It was unknown if the issue was resolved. Additional information was received on 2025-jan-09. The wire were accidentally pulled out by the patient. Troubleshooting was not performed and the cause was not known. It was unknown if the issue was resolved. Advised they would inform their manufacturing representative (rep).

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead implanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on 2025-jan-08. It was reported that they had migration, lead moved or wire moved. Patient accidentally pulled down their belt and wires wire sticking out. It was unknown if the issue was resolved. Additional information was received on 2025-jan-09. The wire were accidentally pulled out by the patient. Troubleshooting was not performed and the cause was not known. It was unknown if the issue was resolved. Advised they would inform their manufacturing representative (rep).